Event description:
It was reported that the right ventricular (rv) lead experienced a lead warning for noise and impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. The lead was returned and analyzed. Analysis revealed that the outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo. It was also noted that the distal conductor of the lead developed a fracture due to flexing while in vivo. (B)(4).